Event description:
It was reported that an individual not employed with the facility, communicated that the facility had a patient expired while on a cardiohelp device. They indicated an autopsy showed the patient was full of air. There is no indication that the death was attributed to the cardiohelp device. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional information becomes available. (B)(4).